Event description:
It was reported that during the implant the lead would not reach the apex due to the size of the patient's heart. The physician opted to re-position the lead. The numbers were good through the analyzer. However, that evening the lead dislodged. The physician removed the lead the following day and replaced it with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned, analyzed. No anomalies found. There was blood on the distal conductor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.